Event description:
It was reported an issue with monosyn suture. The customer reported that, upon opening the product package for surgery, it was found that the needle had become detached from the thread. This situation has occurred many times, which has seriously affected the subsequent use of the product. The patient is not involved.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are previous confirmed complaints of this code-batch regarding the same issue. We manufactured and distributed (B)(4) units of this code-batch the market. There are no units in stock in b. Braun surgical's warehouse. We have received two open and unused samples with the needle detached from the thread and the thread still wound on the pack. However, without closed samples a proper analysis cannot be performed. Nevertheless, considering that there are previous confirmed complaints, and that the units were unused, we consider that the complaint is confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.